Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 364389; lot/batch #: 3298910. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, removing and reattaching the IV shield, and no issues were observed relating to loose IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, the IV shield had fallen off. There was no report of adverse impact to patients or users.

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, the IV shield had fallen off. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on 09-sep-2024 investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for loose IV shield with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, removing and reattaching the IV shield, and no issues were observed relating to loose IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.